Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
Alleged failure to image. The investigation is in process.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see section d10), provide the date received by manufacturer (see section g4), update type of report (see section g7), provide type of report (see section h2), update device evaluated by manufacturer (see section h3), update the event problem and evaluation codes (see section h6), and provide the investigation results (see section h10). The device referenced in this report was returned to siemens for evaluation. During visual inspection, no physical damage was observed on the articulation sleeve area. During system test an image seems abnormal, but no system error. Deso (dead element short open) / lens echo / pulse echo test was completed and acoustic performance test all failed. Ict (inter-connectivity test was also performed and failed. Factory leakage test passed at full level. There was no physical hole. It was found mbusclk6-(gf#6) gnd short at cable level which could lead to system error and image problem. Electrical short was confirmed by multimeter tester. The possible root cause of the reported device: raw cable kink and coax sheath worn out during bent and twisted because of manufacturing process variance and/or insufficient cable mechanical reliability. A review of the device history record (DHR) was performed and there is no information to indicate any non-conformance at the time of manufacturing process.

Manufacturer narrative:
This supplemental report is being submitted to provide additional event information (see section b5), update the device available for evaluation (see section d10), correct the date received by manufacturer (see section g4), update device evaluated by manufacturer (see section h3), provide the event problem and evaluation codes (see section h6), and provide additional manufacturer narrative (see section h10). The device referenced in this report was not returned to siemens for evaluation; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined.

Event description:
Additional information was received and it was reported that during patient planning and prior to the start of an unspecified procedure, the transducer failed to provide a 2d image. The user had to borrow a probe from the emergency room. There was no need to repeat the imaging because the procedure was completed with the borrowed probe. Since the reported phenomenon occurred with the initial device, there was no patient involvement. No additional information was provided.